Event description:
Event description cpi received information that this bipolar lead was explanted due to a sensing issue. The physician took an x-ray and found the lead was not in a good position. An invasive procedure was performed and it was determined the lead was in this poor position from the original implant.